Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The field service engineer found the issue was due to the ise electrodes being recently replaced. He conditioned the electrodes, completed ise checks, calibration, qc, and performed precision. All results were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit. The initial sodium result was 153 mmol/l. The repeat result from another cobas pro ise analytical unit was 145 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.